Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged the pump has a blank display and moisture damage. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, end cap address label faded and peeling, cracked reservoir tube lip, case cracked at the corner of the belt clip rails, and broken battery tube threads. The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download trace/history files using thus due to blank display. The pump was cut open to perform visual inspection and moisture damage was found the electronic assembly (pcba 1 and pcba 2). No moisture damage found on the motor or force sensor. Pcba 1 and pcba 2 were cleaned with isopropyl alcohol with no effect. Swapped out pcba 1 and the pump powered up successfully. The blank display is due to moisture damage on pcba 1. A test p-cap does lock into place inside the reservoir compartment properly. Blank display and moisture damage are confirmed. Unable to perform the required testing due to blank display. Blank display is due to moisture damage on the electronic assembly pcba 1.

Event description:
Information received by medtronic indicated that customer was getting out of the shower with insulin pump and it went blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.